Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Devices are used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported that there was intermittent cable connection near handpiece causes inconsistent rpm during surgery and testing. No harm or delay reported. The unit is not being returned. Inconsistent speed is now reportable. No adverse event was reported as a result of this malfunction.